Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. The patient's previously unknown devices were confirmed to be mentor memorygel breast implant 375cc, catalog# 3503751bc. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device, consistent with shell abrasion. A rupture was observed starting within the shell abrasion on the posterior view and extending to the anterior view, measuring approximately 15 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with unknown mentor gel implants and experienced bilateral ruptures post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.